Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Further it is reported that the audioprocessor's retention to the implant was not good. Reportedly the recipient has a skin flap of 14mm which is more than the recommended skin flap thickness of 6 mm. A stronger custom made magnet was tried which resulted in an improvement. However the recipient reported that it still slips off his head occasionally. The problems described in the recipient repor seem to match the damage found. This is a final report.

Event description:
Improved retention was noted during fitting but upon follow-up the recipient reported that it still slipped off his head occasionally. Hearing performance had marginally improved. A revision surgery to reduce the skin flap was performed on september 22. At the surgery it was decided to re-implant the recipient due to the 4 affected channels.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Further it is reported that the audioprocessor's retention to the implant was not good. Reportedly the recipient has a skin flap of 14mm which is more than the recommended skin flap thickness of 6 mm. A stronger custom made magnet was tried which resulted in an improvement. However the recipient reported that it still slips off his head occasionally. The problems described in the recipient repor seem to match the damage found. This is a final report. Event description has been updated.

Event description:
The recipient experienced retention issues, the dl coil would fall off frequently. The recipient was wearing a dl coil with strength #5s magnet. A #6s cmd dl coil was provided in (B)(6) 2020 and improved retention was noted during fitting but upon follow-up the recipient reported that it still slipped off his head occasionally. Hearing performance had marginally improved. A revision surgery to reduce the skin flap was performed on (B)(6). At the surgery it was decided to re-implant the recipient due to the 4 affected channels.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced retention issues, the dl coil would fall off frequently. The user was wearing a dl coil with strength #5s magnet. A #6s cmd dl coil was provided in (B)(6) 2020 and improved retention was noted during fitting but upon follow-up the user reported that it still slips off his head occasionally. Re-implantation took place on (B)(6) 2020.